Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to being off of insulin pump. Customer's blood glucose that morning was 575 mg/dl and was treating with manual injection. Customer received new insulin pump and was calling for assistance with programming. Customer called the previous day due to button error and insulin pump was replaced. Customer declined troubleshooting for high blood glucose due to knowing the reason for high blood glucose.